Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed and not recognized to load any medication. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4 was not recognizing loaded medications. A field service engineer (fse) confirmed that the escort did an inventory count in both drawers with no issues. So, the fse reseated the rowboard cable connection to drawer controller for 4.1 and 4.2. But could not recreate any problems with drawers 4.1 and 4.2. Both drawers were tested good in diagnostics and application. Further the fse found the drawer 6 was disconnected and not configured in application. Pyxibus connection on module controller was damaged. So, the fse replaced the module controller board, then updated the firmware on drawer and configured drawer in application. Drawer 6 tests good in diagnostics and application. The system functioned as intended after the field service engineer repaired the device.